Manufacturer narrative:
Lumenis contacted its foreign distributor through its foreign subsidiary to investigate the reported event, an incident report had been provided. Since this malfunction led to a prolonged procedure and the facility had to wait for a replacement handpiece to arrive in order to complete the case, lumenis is reporting this event as an adverse event. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Lumenis initiated CAPA # (B)(4) to continue its investigation of this and similar reported events, and to determine corrective action.

Event description:
A foreign user facility reported that during a holep procedure in which a physician was utilizing a versacut tissue morcellator to remove prostate tissue, the doctor experienced poor cutting performance from the morcellator, further noting, "it seemed that the motor inside (the morcellator) did not work". The medical staff waited for a replacement handpiece to arrive in order to complete the procedure. No patient injury or patient complications were reported as a result of this event.